Event description:
The patient's spouse called to report that the patient has had multiple v-go 30 devices within the past 4-5 months that when the patient would wear the device, sometimes the v-go would partially or fully fall off. No specific event dates were reported. The patient's spouse stated that he did not keep any of the devices or packaging to provide lot/expiration.